Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with five proglide devices using the pre-close technique via a 16f sheath hole in the rcfa and a 6f hole in the lcfa prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there were issues with the foot retracting when attempting to remove the devices. This occurred with two devices in the rcfa and three devices in the lcfa. Two new proglide devices were successfully pre-placed in the rcfa and one proglide device was successfully placed in the lcfa. The sheath was upsized in the rcfa to an 18f and to a 16f sheath in the lcfa. The tavi procedures were completed. Hemostasis was achieved in the rcfa with the successfully placed proglide sutures. Hemostasis was achieved in the lcfa with the proglide suture along with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.